Event description:
The customer reported to olympus that the wheel that turned right broke when using the duodenovideoscope. The device was returned for evaluation. During the device evaluation, the nozzle had foreign material and the forceps elevator had a leakage was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1 address exceeded the character limit. The full name is: (B)(6). The device was returned to olympus for evaluation and the evaluation found loss of water tightness due to a pinhole on the bending section cover (a-rubber), insulation resistance value at distal end did not meet the standard value due to adhesive peeling on a-rubber, bending section cannot be bent in down direction due to a cut on the angle wire, distal end had corrosion, nozzle had foreign objects, light guide lens had a crack, parts must be replaced due to annual inspection, adhesive around objective lens had wear, water tightness of forceps elevator was lost, leakages were found in a-rubber and forceps elevator, and distal end insulation test failed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Corrected fields: b5, d9 (date returned), h6 component code, h6 problem code. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, information received from the customer, and to correct b5/d9/h6. Correction to b5 and h6 codes: the leak was not the reportable event. The reportable malfunction was the gap in the adhesive which caused the leak, thus "1354 - leak / splash" should be removed from the h6 problem code on the initial as well as component code changed from lever to adhesive. Additionally, it was clarified that the foreign material was corrosion, thus the h6 problem code was corrected from failure to clean to corroded. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Upon further follow up with the customer, it was confirmed that the device was reprocessed before being sent in for repair. Event 1: corrosion at distal end (stain / corrosion on the outer surface) based on the results of the investigation, the phenomenon "corrosion of the tip" was confirmed and a foreign body was recognized as a result. It is likely that the foreign material remained in the device because reprocessing could not be properly conducted due to the discovered leak. However, the root cause could not be conclusively determined. This event can be detected by following the instructions for use which state: operation manual_ inspection of the endoscopic system: inspection of the air-feeding function / inspection of the objective lens cleaning function. Event 2: gap in adhesive: based on the results of the investigation, it is likely the physical stress was applied while the user was handling the device and as a result created a gap in the adhesive. This event can be detected by following the instructions for use which state: reprocessing manual_ leakage testing of the endoscope_ perform the leakage test. The event can be prevented by following the instructions for use which state "do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient". Olympus will continue to monitor field performance for this device.

Event description:
There was a gap in the adhesive, which caused the discovered leak.